Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported valve cannula frequent leakage in an unspecified quantity of eye surgeries. Upon follow up it was informed that there was no patient harm. A product sample has been request for evaluation.

Manufacturer narrative:
No sample has been returned for evaluation for; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this report is unknown. Without a sample is not possible to determined the root cause. (B)(4).